Manufacturer narrative:
Insulin pump had a button error alarm and no button response due to corroded keypad traces. Insulin pump received with cracked case at display window corners, battery tube threads, reservoir tube lip and minor scratches on display window.

Event description:
It was reported that the insulin pump alarmed button error which could not be cleared. The customer did not know the blood glucose reading. She stated that she took a shower but had taken the insulin pump off and left it in her room. She noted that she came back, put the device on, and in a few minutes, the button error alarm occurred. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.